Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that she experienced high blood glucose level because of a bent cannula, which was noticed upon removal. Reportedly, her blood glucose level at the time of incident was 600 mg/dl, due to which she was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.